Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013, at 10:45:18. During night drain cycle nine, the patient's ultrafiltration reading was 1433ml, indicating the home patient (hp) drained 1433ml more than their maximum programmed fill volume of 1500ml. No further information was available.

Manufacturer narrative:
(B)(4). The homechoice was returned and received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The reported event was confirmed through the review of the event history logs. It was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as an inappropriate bypass of drain not including the initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass the drain phase. The guide warns that bypassing a drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.